Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis screen froze during pull of patient's medications & touch screen slowed. A technical support specialist found event 1002 in windows application event logs, as per knowledge article 000011150, found table input service was running on the station, ran following command to stop + disable service. Database was under 1 gigabyte in size, forced barcode scanner to use com port 3. Turned off selective universal serial bus settings. Disabled setting 'allow this computer to turn off the device to save power' for universal serial bus in device manager to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es screen froze during pull of patient's medications and touch screen slow. There were no adverse events or injuries reported based on this incident.